Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an optimal depth. The guidewire was gently retracted to center the nose cone and the delivery catheter system (dcs) was retracted. As the dcs passed through the valve, the nose cone caught the valve frame and dislodged the valve into the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.